Event description:
Report rec'd from the USA stating that the cutter could not be secured. It is known that the device was not used in surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).